Event description:
Iac not communicating to, or alarming at ics, requiring temporary monitoring on a m540 and one-to-one patient: nursing staffing ratio. This was later determined to be an iacs hard drive failure.